Event description:
During a lap sigma procedure, after short use of the instrument, it did not function anymore. There was no patient consequence.

Manufacturer narrative:
H6: cracked blade. The analysis results confirmed that device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.